Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat on the tibial component.

Manufacturer narrative:
No device or photos were received; therefore the condition of the articular surface is unknown. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. The complaint states that the surgical team upon examination of the articular surface found that ¿the dove tail appeared compromised.¿ a complaint history search for the device found no other complaints for the trial part/lot combination. The package insets state that before using a product the operating surgeon should study carefully the following recommendations, warnings and instructions, as well as the available product-specific information such as product literature, or written surgical technique. Based on the information provided, a definitive root cause cannot be determined.